Event description:
On (B)(6) 2013, customer states via phone that the table intermittently loses power during a pt procedure. Fluoro continues to function normally. No pt or procedural info is available other than no pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.